Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up the atrial lead exhibited no capture. A chest x-ray confirmed that the lead had fallen into the ventricle. The lead was successfully repositioned today and the patient is fine.